Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) report: while implanting the glenosphere during a reverse total shoulder the surgeon struggled getting the glenoshpere positioned correctly. The surgeon used plier to help turn the glenosphere orientation guide and ended up snapping the metal post off of the guide on the most distal part. The broken portion was thrown in the trash and will not be sent back. The case was not delayed and the patient was not harmed. The instrument is being sent back to the distributor and they will forward it to you. I have no further information regarding this incident.